Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC disconnect into patient's body. Rn told no blood return from PICC line with leakage and redness on insertion site, dr. Didn¿t find PICC line when he remove statlock. They sent patient to or to remove it. Patient status/ intervention: remove catheter.

Event description:
It was reported that PICC disconnect into patient's body. Rn told no blood return from PICC line with leakage and redness on insertion site, dr. Didn¿t find PICC line when he remove statlock. They sent patient to or to remove it. Patient status/ intervention: remove catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of groshong connector separation was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 4fr s/l groshong proximal connector segment. Usage residues were observed throughout the sample and a statlock was attached to the suture wings. The distal segment and catheter were not returned for evaluation. Microscopic inspection of the sample did not reveal any mechanical damage. The distance between the locking arms was measured using a digital microscope and was found to be outside of manufacturing specifications (too large). The too large gap between the locking arm features likely contributed to the disconnection between the connector segments. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.